Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the mid femoral artery, via a 6f sheath (model unknown). A pre-procedural femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected th mynxgrip vascular closure device 6f/7f to close the access site. No complications were noted at the time of the procedure. The patient was discharged home on (B)(6) 2012. The patient presented to the emergency room on (B)(6) 2012 with a pseudoaneurysm which was detected by an ultrasound. The patient was treated with a thrombin injection, and was discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.